Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was subsequently reported that the left ventricular (lv) lead dislodged and was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were short v-v intervals on the left ventricular (lv) lead. The lv lead revision for repositioning was planned and it remains in use. No patient complications have been reported as a result of this event.